Event description:
International affiliate reports device was implanted in july 1998. On july 19th; ventricular enlargement was found by CT and dr confirmed that pressure of valve had been changed. The dr controlled the pressure two add'l times. Dr believes magnetism of television caused change in valve pressure and has asked for info concerning effect of magnetism from television. The valve remains in the pt.